Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during a percutaneous coronary intervention (pci) in a moderately calcified mid circumflex artery. During dilatation of a previously placed stent, the balloon was inflated to 18 atms and appeared to have a leak in the balloon. The device was removed and a second voyager nc was attempted, but also appeared to have a leak in the balloon after inflating to 18 atm. The second voyager nc was removed and a non-abbott dilatation balloon was used to complete the dilatation. There were no reported patient adverse effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The voyager nc dilatation catheter is being filed under a separate medwatch report. The lot number was provided. A follow-up report will be submitted with all additional relevant information.